Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2022-0010, device 2 is being reported under MDR-2247858-2022-00111, device 3 is being reported under MDR-2247858-2022-00112, and device 4 is being reported under MDR-2247858-2022-00113.

Event description:
Repair of type iii endoleak using: 1) bridging cuff (36-4.5 conformable excluder cuff). 2) antegrade chimney encorporation of right renal artery. 3) retrograde chimney encorporation of left renal artery. Patient discharged (B)(6) 2022 and recovered without sequalae. Per pi, possibly related to procedure and not related to device. Patient outcome - "patient discharged (B)(6) 2022 and recovered without sequalae. Per pi, possibly related to procedure and not related to device."

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2022-0010, device 2 is being reported under MDR-2247858-2022-00111, device 3 is being reported under MDR-2247858-2022-00112, and device 4 is being reported under MDR-2247858-2022-00113.

Event description:
Repair of type iii endoleak using: 1) bridging cuff (36-4.5 conformable excluder cuff) 2) antegrade chimney encorporation of right renal artery 3) retrograde chimney encorporation of left renal artery patient discharged (B)(6) 2022 and recovered without sequalae. Per pi, possibly related to procedure and not related to device. Patient outcome - "patient discharged (B)(6) 2022 and recovered without sequalae. Per pi, possibly related to procedure and not related to device."